Event description:
It was reported to philips that the system gave an alert indicating the button was activated, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system issued an alert, indicating that the button was activated, which prevents the system's boot up process. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.